Manufacturer narrative:
This is the final report. This report is being filed using a distributor report number as the initial report was filed prior to the FDA's issuance of a MFR's reporting number. Clinical summary: after four years of implant use this child had a high level of closed-set speech perception ability as well as some open-set speech perception ability. In july of 1996, the child reported intermittency. The first integrity test on 07/31/1996 indicated that the receiver/stimulator of her internal device was working according to specifications. The child reported no further problems with intermittency until, three weeks later, she noted that she had to apply pressure to the external transmitter coil to hear sound. The child was given a high-powered msp as well as a 3x magnet despite the fact that adequate attraction has always been maintained with her 2x (standard) magnet. These hardware modifications did not resolve the complaint. On 10/29/1996 the integrity test indicated intermittent output whether pressure was applied to the external transmitter or not. Result of analysis: the stimulator was observed to have a loose connection between the antenna wire and the central pin of the ceramic feedthrough. The antenna coil was not retained by it's clamp. The electrode array was observed to be in good condition. The unit passed all electrical tests, after re-establishing the connection between the antenna coil and the central pin of the ceramic feedthrough, by applying pressure to the connection. Conclusion; the implant failed due to an intermittent open circuit at the connection between the antenna coil and the central pin of the ceramic feedthrough. Operation of the stimulator was confirmed, after re-establishing the connection between the antenna coil and the central pin of the ceramic feedthrough. Clinical summary: after four years of implant use this child had a high level of closed-set speech perception ability as well as some open-set speech perception ability. In july of 1996, the child reported intermittency. The first integrity test on 07/31/1996 indicated that the receiver/stimulator of her internal device was working according to specifications. The child reported no further problems with intermittency until, three weeks later, she noted that she had to apply pressure to the external transmitter coil to hear sound. The child was given a high-powered msp as well as a 3x magnet despite the fact that adequate attraction has always been maintained with her 2x (standard) magnet. These hardware modifications did not resolve the complaint. On 10/29/1996 the integrity test indicated intermittent output whether pressure was applied to the external transmitter or not. Visual inspection: electrode array: the electrode array was observed to be in good condition. Stimulator body: the stimulator body was observed to have a loose connection betwwen the antenna coil and the central pin of the ceramic feedthrough. The antenna coil was not retained by it's clamp. Electrical tests: remote test: the unit failed the remote test. The unit passed the remote test with pressure applied over the receiver coil feedthrough. Two point probe test: the unit failed the two point probe test. The unit passed the two point probe test with pressure applied over the receiver coil feedthrough. Investigation: the unit failed the reflected receiver coil impedance test. The unit passed the reflected receiver coil impedance test with pressure applied over the receiver coil feedthrough. The unit failed the implant load test. The test passed the implant load test with pressure applied over the receiver coil feedthrough. The unit passed a test of current pulse amplitude growth with pressure applied over the receiver coil feedthrough. X-rays of the unit were inspected; no defects were observed. Conclusion: the implant failed due to an intermittent open circuit at the connection between the antenna coil and the central pin of the ceramic feedthrough. Operation of the stimulator was confirmed, after re-establishing the connection between the antenna coil and the central pin of the ceramic feedthrough.

Event description:
The child reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery is planned for 12/05/96. The healthcare professional has been informed that the explanted device should be returned to co.